Manufacturer narrative:
Intuvie received a report indicating that an infusion pump was not infusing correctly and was not alarming as expected. The device was returned to intuvie for evaluation; however, the reported failure mode could not be reproduced during testing. The probable cause of the reported issue remains undetermined. Reference to complaint#: (B)(4).

Manufacturer narrative:
Intuvie received a report indicating that an infusion pump is not infusing correctly and not alarming. A review of the device's serial number history revealed no similar complaints. The failure mode was not confirmed, and the probable cause remains undetermined. This investigation is ongoing.

Event description:
Intuvie received a report indicating that an infusion pump is not infusing correctly and not alarming. No additional information was reported. No patient harm was reported.